Event description:
The customer reported that there was oozing from the vessels even though an end tone, signifying a completed seal cycle, was heard. The oozing only came from the uterine/specimen side. Tension was also present on the tissue towards the uterine side of the seals. It was also noticed that the user was "hugging" the uterus with the device during the procedure and that some of the bites on tissue were large. The oozing was controlled with the same lf1537 device and there was no injury to the pt.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device warns the user to eliminate tension on the tissue when sealing and cutting to ensure proper function. It also mentions to use caution when grasping, manipulating, sealing and dividing large tissue bundles.